Event description:
Boston scientific received information that during the device replacement procedure, this right ventricular lead was explanted due to a lead fracture and out of range impedance measurements. The lead was returned for analysis. No adverse patient effects were reported as the patient was not pacemaker dependent.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the lead was returned severed 153mm from the terminal pin and two segments were returned. Explant damage included insulation cuts, deformed coils and severed coils. The conductor coil segments were extremely stretched and the inner and outer insulation was torn in multiple places. Laser extraction marks were noted on the lead insulation of the tip segment. The tip was separated from the neck insulation and the cathode conductor coils were stretched and the tip is located 362mm beyond the neck insulation. Detailed analysis noted an outer insulation abrasion 562mm from the outer insulation severed end of the tip segment. The distal end of the insulation abrasion was noted 45mm from the tip insulation. Microscopic analysis indicated that the insulation damage was initiated by localized compressive stress on the tubing surface coupled with movement. Due to the type and location of the abrasion it is likely this damage was caused by interaction with a heart valve. The lead conductor segments tested electrically continuous and an x-ray revealed that no conductor lead fracture was confirmed. Inspection of the mesh tip ring noted residual calcification. It is possible that the mesh tip became non-conductive with the heart tissue due to buildup of calcified body fluid.